Event description:
Following complaint investigation, the clinical site confirmed that there was no evidence of strut separation and therefore concluded the stent was not fractured.

Manufacturer narrative:
As part of the investigation, veryan and hospital interventional team members reviewed all relevant imaging data, including those which had not previously been provided to veryan for review. The quality and resolution of the additional imaging data of the implanted stent were far superior to the imaging data previously provided to veryan for review. Based on this review, it was concluded that there was no stent fracture as no clear separation of the stent struts was apparent but some minor stent distortion was observed. The imaging data also clearly indicated that the guidewire and balloon devices had not been advanced subintimally and there was no apparent snagging of the ancillary devices, as both previously communicated. The investigation has concluded that there was no evidence of stent fracture.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. An investigation will be performed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angiography imaging will be reviewed as part of the investigation. The device was not returned, and the device is still implanted. The investigation is ongoing. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
At a 12-month follow-up, the physician reported that a biomimics 3d stent appeared to be fractured. The stent was implanted in the p1 - p3 segment of the popliteal artery. The patient had a venous bypass graft in the tibial artery. The initial procedure was done to recanalize a total occlusion of the fem-pop segment with subintimal crossing, difficult re-entry in the p2 segment and subsequent dilation and implantation of a biomimics 3d stent. The patient came for fu procedure at 12 months due to suspected restenosis/ occlusion of treated vessel segment. The physician reported that when trying to recross the occluded stent, the endovascular device he was using seemed to snag within the stent struts. When he enlarged the image, he observed a suspected stent fracture.